Event description:
It was reported that the customer was in a vehicular accident. The following morning, the customer experienced high blood glucose. The customer's blood glucose reading was 360 mg/dl at the time of the report. Troubleshooting was performed, and the insulin pump was programmed correctly. The self, prime, and high pressure tests passed. There was a crack in the reservoir window. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused of contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.